Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart, and before inserting the catheter or septal needle, blood leaked from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. No air contamination to the patient has been confirmed.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.